Manufacturer narrative:
Conclusion code: there is no indication of any adverse event or reportable malfunction as defined and required under 21 cfr part 803. No further investigation will be conducted.

Event description:
International customer reported that the guide wire was inadvertently contaminated while preparing for use. The contaminated device was removed from the sterile field and discarded. A replacement guide wire was obtained and the procedure completed without incident. There are no reports of any adverse event. There is no indication of a product malfunction. Accordingly, this report does not meet reporting criteria as defined under 21 cfr part 803.

Manufacturer narrative:
(B)(4). This event is currently under investigation. A follow-up report will be generated upon completion of the investigation.

Event description:
During an unknown procedure, the wire was contaminated by mistake and used. The wire was replaced with a new device to complete the procedure. Patient outcome is currently unknown.